Manufacturer narrative:
A ge svc rep performed an on site investigation. The voltage was adjusted on the fluoro functions board. The sys was then found to be operating as intended.

Event description:
The customer reported the sys failed to produce fluoroscopy x-ray. No report of pt injury.